Event description:
A pt called regarding their one touch ultra meter display allegedly appearing "cloudy". The pt performed a blood glucose test on this meter and received a reading of 93mg/dl. They did not report experiencing any symptoms at the time of the event. Info regarding treatment or medication was not provided. There was no evidence of an adverse event, based on the info provided. The meter was replaced for the pt.